Manufacturer narrative:
(B)(4). Information was not provided by the contact. The realize adjustable band with 21.2 mm of catheter attached was returned for analysis. Upon visual inspection it is noted that a dark brown stain is present on the balloon and reinforcement band. The band had been cut behind the closed buckle (across back tab) as a result a large hole has also been created in the balloon. While it is not possible to draw a definitive conclusion regarding root cause of the band slippage, it is noted that band slippage is a recognized adverse event associated with gastric banding and the use of the realize adjustable gastric band. The product's instruction for use (IFU) provides detailed information on the causes and consequences of band slippage. It is also noted that the IFU advises to place a minimum of 3 gastro- gastric imbrication sutures to keep the band in position. Manufacturing records were reviewed; no anomalies with respect to product manufacturing and release inspection were noted.

Event description:
It was reported that post-implant of a laparoscopic adjustable band, the band slipped. The band and port were removed. There were no reported patient complications.